Event description:
The patient was intubated and positioned for surgery. The anesthesia circuit was not working. The patient woke up and self extubated. This resulted in the team breaking scrub in order to reintubate the patient.